Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed an outdated pcb and power switch. The tank cover was cracked. Wear and tear damage was also noted on the front cover and enclosure. The investigator subsequently plugged in the line cord and turned on the power switch. The customer reported product problem (failure to power on) was confirmed during testing. The product problem occurred because the power switch had become disconnected from the pcb. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was a design issue. This was established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) would not power on. The issue was found during scheduled maintenance. There was no patient involvement.